Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if a new device was re-implanted as of the date of this report. This report is submitted on march 03, 2022.

Manufacturer narrative:
This report is submitted on november 16, 2021.

Event description:
Per the clinic, the patient experienced poor performance and subsequent loss of connection to the internal device. The implanted device remains. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 17,2022.